Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was glued into the monitor receptacle. The root cause for the glued trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a electrode belt and reported that the belt was unable to complete incoming functional testing.